Event description:
It was reported that the catheter balloon was deflated on the day of use.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A potential root cause for this failure could be user related (example: contact with sharp object)/ mechanical failure/ operator error/ thin rubberize layer. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was deflated on the day of use.